Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. No unexpected ramping display anomalies noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. During the bolus the numbers on the insulin pump's screen began to ramp up. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.